Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with low phacoemulsification power, an issue with the aspiration, and a central processing unit battery issue during a surgery. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stating there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported phaco power and aspiration were not replicated. The company representative did not indicate finding any issues that would be associated with the cpu battery, but replaced it as a preventive measure. The company representative confirmed the customer had training as two of the reported problems were related to the settings. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 19, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).